Event description:
Smoking¿ bad smell of smoke saw a little before smothered it - oral-b toothbrush [device catching fire], the handle and the charger¿ it was both which melted - oral-b toothbrush [device physical property issue] . Case narrative: consumer stated on chatbot that electric toothbrush was left on charge and when the consumer returned home, they smelt smoke and saw that electric toothbrush had melted into the charger, the actual plastic had melted and was smoking. No injury was reported.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.